Manufacturer narrative:
The device ro 09 004 has been inspected for investigation purpose. The tests performed confirmed that the pointer was out of calibration. As a repair the pointer was re-calibrated. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the pointer had accuracy issue. There was no patient/user impact reported.